Manufacturer narrative:
On 04/27/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/11/2016, software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, after the imaging system spin, navigation was alleged to be inaccurate, 2 millimeters inferior, on the patient's left. The surgeon opted to continue and successfully completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no need to revise any screws. There was no impact on patient outcome.

Manufacturer narrative:
Upon further review of the event details and complaint history at this account, by a cross-functional engineering team, it is suspected that the cause of this reported event was related to a damaged spine clamp (reported in 1723170-2016-00893) that the site continued to use. The package insert which accompanies this device warns the user against this usage: "warning: do not attempt to use the radiolucent open spine clamp if it appears to be bent or otherwise damaged." Although a specific cause of the spine clamp damage was unconfirmed as the part was not returned to the manufacturer, the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.